Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This alarm occurred in the therapy that was initiated on (B)(6) 2014 at 13:26:24. During night drain cycle one, the patient's ultrafiltration reading was 1037ml, indicating the home patient (hp) drained 1037ml more than their maximum programmed fill volume of 1500ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated for the reported event. A review of the event history log confirmed the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause could not be determined. Should relevant additional information become available, a follow-up report will be submitted.